Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 64 mg/dl. The customer stated that the whole left end of the pump was completely broken. Troubleshooting was performed for damage and noticed that when she went to put the new reservoir and primed it, the whole back end started coming apart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken off the end cap. Unable to perform displacement test due to broken off the end cap.